Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination. The peritonitis was manifested by cloudy fluid. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with intraperitoneal injection amikacin (150 milligram, three times a day), for peritonitis. At the time of this report the patient remained hospitalized, treatment with amikacin was ongoing and the patient was recovering from this peritonitis event. Dianeal 1.5% therapy was ongoing. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported eight days after the initiation of amikacin, the antibiotic was discontinued. The same day, pd therapy with dianeal pd4 1.5% was discontinued, the catheter was removed, and the patient was switched to hemodialysis. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.